Manufacturer narrative:
.

Event description:
On (B)(6) 2016, this device was interrogated and the battery status was normal (3.1v - 94bpm magnet rate). Charge tests was performed. The implantation was delayed, then this device was not implanted. On (B)(4) 2016, the ICD was interrogated, and outliers were observed in the battery charge state. The ICD was pulled out of the box and passed to the physician; however when re-evaluating the battery charge status, it was decided to replace this device and to return it for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4). Preliminary analysis of the returned device did not reveal any anomaly. Electrical characteristics were within specifications.

Event description:
On (B)(6) 2016, this device was interrogated and the battery status was normal (3.1v - 94bpm magnet rate). Charge tests were performed. The implantation was delayed, then this device was not implanted. On (B)(6) 2016, the ICD was interrogated, and outliers were observed in the battery charge state. The ICD was pulled out of the box and passed to the physician; however when re-evaluating the battery charge status, it was decided to replace this device and to return it for analysis.